Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H6 - codes updated to imdrf codes. Investigation summary: the complaint device was not received for investigation. A photo investigation was performed based on the image in the email attached in the notes & attachments section of pc titled "source file - novedad". The image was reviewed, and the complaint condition is confirmed. The tip of the screwdriver appears to be twisted/stripped in the photo. A definitive assignable root cause could not be determined based on the provided information. As the device was not returned, an as-received condition could not be assessed and a dimensional inspection and document/specification review were not completed. During the investigation, no product design issues or discrepancies were observed (based on the image) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot - part: 03.010.473. Lot: 4l61217. Manufacturing site: hägendorf. Release to warehouse date: 30.jul.2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual inspection: the complaint device (inter-lock screwdriver combined t25/hexa) was returned for investigation. It was identified the worn/stripped condition, a bent at the tip of the shaft and likely rust/corrosion. No other issues were detected. Device failure/defect identified? Yes. Dimensional inspection: a dimensional inspection cannot be performed due to post manufacturing damage. Document/specification review: the following drawings were reviewed. Current and manufactured revisions. Complaint confirmed: yes, the complaint can be confirmed based on the available information. Investigation conclusion: the reported condition of the complaint device (inter-lock screwdriver combined t25/hexa) is confirmed. The sliding bar has a worn tip, the two edges from the shaft are deformed and bent and rust is visible inside the shaft. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/ specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on september 21, 2021 the 4.2 drill bit was used to drill for a distal locking screw, when it comes into contact with the intramedullary nail, the tip wears out, and therefore the drill must be changed for another, in order to continue drilling. After using with the first screw, the interlock screwdriver quickly releases the screw. The tip of the screw was checked, and it seems the tip was bent or worn. After the placement and locking of the nail, the insertion handle is removed together with the connecting screw. Since the access is so complex, there is a bit of difficulty when removing said set due to the angulation. It shows wear in the thread passages of the connection screw, there is no damage or affection to the patient but it may be risky to use it in a future surgery. Concomitant medical products: unknown distal locking screw (part# unknown, lot# unknown, quantity 1), unknown intramedullary nail (part# unknown, lot# unknown, quantity 1), unknown insertion handle (part# unknown, lot# unknown, quantity 1). This report is for one (1) inter-lock screwdriver t25/3.5mm hex/224mm. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is a j&j employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.